Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 472 mg/dl to a reading of "high" on the customer's continuous glucose monitor. A correction bolus via the pump was delivered to address bg. During troubleshooting with tandem technical support, it was reported that multiple occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. Additionally, the customer performed the load fill tubing sequence while connected at the infusion set site. Reportedly, the customer experienced dry mouth, vomited and had slurred speech. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.